Event description:
It was reported that during an explant procedure, this right atrial (ra) lead was damaged. This ra lead was subsequently explanted and replaced. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.